Event description:
It was reported that during a da vinci sacrocolpopexy procedure, the surgical staff experienced recurring system error message excessive force. With the assistance of an isi clinical sales representative (crs) and technical support engineer (tse) the site undocked the system from the patient and restarted the system. At this time, the site experienced system error code 212. The site then powered down the system, reset the breaker and applied emergency power off (epo) several times with no success. The surgeon made the decision to convert to open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that system error message excessive force and system error code 212 were associated with the right master tool manipulator. The master tool manipulator (mtm) refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon side console. One mtm is assigned to the surgeon's left hand (mtml) and one to his right (mtmr). The system was repaired by replacing the affected mtmr. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code 212 occurs when the actual voltage to drive current through the motors deviates from the expected voltage by a specified amount. Upon determining this condition, the safety systems put the da vinci in a recoverable safe state. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. The excess force system message has an associated system error code, 10025. System error code 10025 appears when the da vinci safety system detects a failure to enable amps. Upon determining this condition, the safety systems put da vinci in a recoverable safe state. The engineering analysis of the returned mtmr confirmed that the issue was caused by a defective harness. The mtmr was repaired by replacing the harness. As of may 20, 2010, there have been no reported recurrences of the issue at this hospital.